Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to reaching elective replacement indicator (eri) after being implanted for 23.7 months. Premature battery depletion was suspected. It was also confirmed that the device belonged to an advisory population.